Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 110 mg/dl and the sensor glucose was 57 mg/dl at the time of the incident. The customer also reported that they had blood glucose was 130 mg/dl and sensor glucose was 210 mg/dl. The customer declined helpline assistance. The sensor will not be returned for analysis.